Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and was found to have reached elective replacement indicator (eri) due to a charge time (CT) of greater than 21 seconds. It was also questioned what was the timeframe before the device reached end of life (eol), as the patient wanted to wait to have the device replaced since they did not require therapies from the device. Boston scientific technical services (ts) discussed that the device had the normal 90 day window between eri and eol. No adverse patient effects were reported.

Manufacturer narrative:
This device was returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that this device was explanted due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.